Event description:
It was reported by a physician that the patient was recently found to be at 11-25% battery life and then the patient was found to be at 5% battery life. The patient also reported an increase in seizures and was referred for a replacement surgery as a result. The physician stated that the increase in seizures may be related to the low battery however it would be not able to know the cause for sure. Information was received that the patient's device has been replaced due to prophylactic reason. No additional relevant information has been received to date.